Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly calcified cephalic iliac and superficial femoral artery. A 3.0mmx20mmx135cm sterling balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after the third inflation at 6 atmospheres for several seconds. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.